Event description:
Patient reported rupture with silicone infiltrated into the lymph nodes and "in a lot of pain and discomfort". The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported left side device rupture with silicone infiltrated into the lymph nodes diagnosed via MRI and "in a lot of pain and discomfort". Later reported capsular contracture baker grade ii. The patient also underwent ultrasound imaging. The device was explanted and replaced with another manufacturer's device.

Event description:
Device has been explanted.